Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. A review of the data confirmed that the growth curves for all reactive results were robust and sigmoidal, indicating amplification of true viral targets. Positive and negative controls were also robust and sigmoidal, confirming proper assay functionality. No issues were identified in the quality control data or the reagent lot h06828. The most likely cause of the discrepant results was attributed to the viral concentration of the pool being near, at, or past the limit of detection (lod) of the assay, where wavering results between reactive and non-reactive may occur. The dilution effect in pooled samples likely contributed to the observed discrepancies. Clinically, the donor sample may represent either an occult hbv infection or a window period sample where serological responses are absent or diminished. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) testing using the kit s201 t-scrn mpx v2.0 96t us-ivd assay. On (B)(6) 2022, the customer tested a pool of 6 samples on an s201 system, which generated a reactive result for hbv with a cycle threshold (CT) value of 37.6. However, the result could not be transmitted to the database due to a data transmission issue. On (B)(6) 2022, the customer repeated the pool of 6 samples on another s201 system, and the result was non-reactive. On (B)(6) 2022, the customer tested an individual donor sample from the reactive pool on (B)(6) 2022, and the result was hbv reactive. The blood donation was not used. On (B)(6) 2022, the customer performed additional testing on the plasma from the plasma bag of the same donor sample, which was again hbv reactive. The CT values for the individual donor sample were 33.5 and 35.2 in repeated tests. The growth curves for all reactive results were robust and sigmoidal, indicating amplification of true viral targets. Positive and negative controls were also robust and sigmoidal, confirming that the assay was functioning as intended.